Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting no capture despite higher device outputs, noise, oversensing and pacing inhibition on the right ventricular (rv) channel. An x-ray was performed and the lead did not appear to have moved and the device setscrew appeared to be appropriately engaged. A revision procedure was performed and the lead was successfully repositioned; however, noise was noted with the device out of the pocket. The device was put back in the pocket and the noise was eliminated. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.